Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no actions were taken at this point because the patient¿s battery is still in overdischarge. The rep reported that upon calling the patient to follow up and see if they could get it working again, the patient stated her summer was busy and didn¿t have time to do a device reset. The device remains in overdischarge. The patient stated she may have time ¿down the road¿ to have that visit set up and would let the rep know. The rep reported that the stimulation in the patient¿s chest/abdomen was not resolved because the patient¿s battery was in still in overdischarge and the cause was not determined. No further complications were reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and lumbar radiculopathy via a manufacturer representative (rep). It was reported that the patient stopped using the therapy for a year after surgery. They had an overdischarge event that was addressed at that time. When the stimulation was turned on, the patient was only getting stimulation in their abdominal and chest areas and no longer getting it in the target area like before the surgery. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.